Event description:
Ous MDR. Values (v position) in 2007, pacing threshold 0.625 v at 0.4 ms, r sensing 6.5 mv, impedance = 334 ohm. During follow-up the following month: increase in pacing threshold to 7.2 v at 0.4 ms, r sensing, 6.0 mv, impedance = 339 ohm, with the same lead position. Repositioning with stylet resulted in good values for the pacing threshold of (>1.0 v). As soon as the stylet was removed, increase in the pacing threshold to 7.2 v. The lead was explanted.

Manufacturer narrative:
Ous MDR. The analysis checked the mechanical and electrical properties of the lead. The problem of an increase in the pacing threshold mentioned in the complaint could not be reproduced. There were no deviations from the technical specifications in regard to the electrical properties of the lead. The abrasion traces were probably caused by friction with other leads in the implanted state. No diagnostic images were available for analysis. The analysis showed residues of coagulated blood in the inner conductor of the lead at the height of the ring electrode. As a consequence, the stylet could no longer be properly inserted into the lumen of the lead with the stylet during the implantation/explantation. The analysis was unable to detect any mfg error or material defect.